Event description:
Cook medical hemo-7 hemospray endoscopic hemostat delivery device was being utilized according to MFR's recommendations, when it suddenly stopped working after approximately 7-8 activations. Device should be good for up to approximately 20 activations. Local rep, (B)(4), contacted about event.